Event description:
The initial reporter alleged discrepant results for a donor sample tested with the kit cobas 6800/8800 mpx 480t us-ivd assay. A donor sample collected on (B)(6) 2022 was initially reactive for hepatitis c virus (hcv). A subsequent sample collected from the same donor on (B)(6) 2022 was non-reactive for all targets. Using the same aliquot from on (B)(6) 2022 collection, the sample was tested with the taqscreen mpx version 2.0 assay and was reactive for hcv. Serology testing performed on both donations was reactive for hcv. The sample tested with the taqscreen mpx version 2.0 assay was reported as reactive for hcv with a cycle threshold (CT) value of 42.6.

Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the most likely cause of the discrepant results observed with the cobas® mpx assay was that the sample had a viral concentration near or at the limit of detection (lod) of the assay. Wavering results between reactive and non-reactive are expected under such conditions. This explanation also accounts for the discrepant results between the mpx assay and the taqscreen mpx version 2.0 assay. The 95% lod for the mpx assay is 7.0 iu/ml in edta plasma, whereas the 95% lod for the taqscreen mpx version 2.0 assay is slightly more sensitive at 6.8 iu/ml. In the context of positive serology results, the donor is most likely a true-positive hcv donor with a suppressed viral load near the lod of the assay, while still exhibiting a serological response to the infection. The investigation did not identify a product issue with the cobas® mpx assay.